Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the escape button of the insulin pump was less responsive and had to press more than once occasionally. The customer¿s blood glucose level was unknown. Customer also reported that rejected new batteries, rewinds slower and sounded like it was working harder. The insulin pump will not be returned for analysis.